Manufacturer narrative:
The event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Instrument was brought to my attention that it was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Instrument was brought to my attention that it was broken.